Manufacturer narrative:
The returned drill guide was evaluated. Visual inspection found that the device had fractured making it no longer functional. As the failure was discovered upon kit reprocessing, a cause cannot be conclusively determined. The failure likely occurred due to repeated use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
A broken drill guide was found during an inspection upon return from the field. No further information is available.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A broken drill guide was found during an inspection upon return from the field. No further information is available.